Event description:
This case occurred outside of the us, in spain. According to information received on nov. 30, 2022, a patient was injected with 3 products including: on (B)(6) 2022, teosyal rha 3 into the perioral area (object of the complaint: (B)(4), on (B)(6) 2022, teosyal rha 4 into the bilateral nasolabial folds (object of this complaint), on (B)(6) 2022, teosyal rha 2 into the upper lip (object of the complaint: (B)(4). Approximately one-month post-injection on (B)(6) 2022, the patient presented with a granulomatous reaction on the vertical lip lines, and the nasolabial folds. It is worth noting that the patient had received the third dose of covid-19 vaccine. The following treatment was prescribed by the practitioner: antibiotic (cloxacillin 500 mg 3x/day), allopurinol (zyloric 1x/day), glucocorticoid (deflazacort, zamene 30 mg; 1x/day), hyaluronidase injection. Following this initial report, a local medical expert was put in contact with the practitioner for the management of this case. The latter, recommended to add another antibiotic treatment (clarithromycin). On dec. 13, 2022, we were informed that the symptom is evolving properly without any issue. No additional information is available at the time of this report.

Manufacturer narrative:
Additional MFR narrative: according to the received information, this case would be related to an immune response of the body to the implant. Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products. Batch data review: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 4 product. Batch data history: two other complaints were registered to date (dec. 21, 2022) with this batch number: rc/2210080 from spain, linked to a technical problem. This complaint is unrelated to the urrent complaint. Rc/2209126 from spain, linked to an adverse event (skin swelling, erythema, injection site inflammation). This complaint is unrelated to the current complaint.